Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The thermocool® smart touch® sf bi-directional navigation catheter displayed an error 7 - current leakage error - as soon as it was connected. All connections were removed from the front of the patient interface unit (piu) and introduced until the catheter caused the same issue. The reprocessed stryker cable was replaced without resolution. Another cable was used and the catheter was replaced once more and the issue resolved. The case continued. The issue was catheter related. The smartablate generator was operating per specifications and is not responsible for the product issue. Additional information was received on the event. The current leakage error was displayed due to a signal loss. The signal loss was observed on all catheter channels. The signal loss was observed on carto® and recording system. No intact signals were available until the ablation catheter was disconnected. The ablation catheter was floating in the left atrium during this issue. The device evaluation was completed on 03-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, carto 3 and electrical evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch sf catheter. An electrical and carto 3 test were performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No electrical issues related to the reported event were found. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The event described could not be confirmed since the device worked without any electrical or current leakage issues. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and no ECG signal on all channels issue occurred. Initially it was reported that the thermocool® smart touch® sf bi-directional navigation catheter displayed an error 7 - current leakage error - as soon as it was connected. All connections were removed from the front of the patient interface unit (piu) and introduced until the catheter caused the same issue. The reprocessed stryker cable was replaced without resolution. Another cable was used and the catheter was replaced once more and the issue resolved. The case continued. The issue was catheter related. The smartablate generator was operating per specifications and is not responsible for the product issue. The current leakage error was assessed as not MDR reportable. This issue was highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue. Additional information was received on the event on (B)(6) 2021.the current leakage error was displayed due to a signal loss. The signal loss was observed on all catheter channels. The signal loss was observed on carto® and recording system. No intact signals were available until the ablation catheter was disconnected. The ablation catheter was floating in the left atrium during this issue. The no ECG signal on all channels issue was assessed as MDR reportable. The awareness date for this issue is (B)(6) 2021.